Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument issue. Quality controls were within acceptable ranges. The hsc specialist recommended that the customer follow proper pre-analytical sample handling procedures. The cause of the discordant, falsely low bhcg results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low beta human chorionic gonadotropin (bhcg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated in duplicate on the same instrument, still resulting falsely low. The sample was then auto-diluted and repeated on the same instrument, resulting higher and matching the clinical picture of the patient. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bhcg results.